Event description:
The customer claimed to have received full thickness burns in two locations on her lower back after use of the product which resulted in open wounds. Five weeks later, she consulted her physician who referred her to a wound clinic for treatment. The area required multiple treatments for debridement under morphine or unspecified other pain killers and has resulted in subsequent scarring. (B) (4).

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was not provided from the rptr to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.